Event description:
Pt reported obtaining a fasting capillary blood glucose result of 146 mg/dl, while using the suspect device. Pt indicated that, within 3 minutes, a venous sample was obtained, and when tested in a lab, measured 109 mg/dl. No pt injury was reported. Pt noted that quality control testing had been performed on the suspect device, and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.